Event description:
It was reported that a high drain 104 alarm occurred on a homechoice (hc) machine during drain four. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The home patient (hp) stated that they did not do anything different than normal. The hp had an ultrafiltration of 2692ml for drain four. The technical service representative (tsr) explained the alarm and arranged to swap the hc. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). During evaluation the returned device passed both the homechoice return instrument test/evaluation (rite) electrical test and the rite functional test specifications. The internal and external inspections were performed with no issues found. Pneumatic system was determined to be working within specifications. Multiple short simulated therapies were performed successfully. The reported issue was confirmed in the event history log review. The cause was determined to be use error, tidal total ultra filtration removal set too low. There was also a contributing cause of false empty detect and use error with initial drain alarm setting inappropriately programmed (last fill volume of 1500ml, initial drain alarm set to 0 ml). The labeling in homechoice apd systems trainer's guide was reviewed. Section on "programming a prescription" gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. The device will be sent for servicing per normal process. If any additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter. The initial evaluation confirmed the reported condition but the evaluation has not yet been completed. Upon completion of baxter's investigation, a follow-up report will be submitted.